Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage tank and the snubber assembly, and performed a calibration and arc test of the generator. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.